Event description:
It was reported that the device appeared to be occasionally undersensing on the right atrial (ra) lead during atrial tachycardia/atrial fibrillation (at/af). It was also reported that there was an alert for low right atrial (ra) lead impedance. It was also reported that there was an alert for low left ventricular (lv) lead tip to can impedance. It was noted that the right ventricular (rv) lead was in the lv port. The leads remain in use. No patient complications have been reported as a result of this event. Reference report: mw5155167. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).